Manufacturer narrative:
Device evaluation: results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to have incorrect routing of tubing, red silicone flow valve tubing on top of port silicone tubing of solenoid manifold and pinching on incorrect routing of tubing. The unit has passed all test, calibrations and is working to manufacture specifications.

Event description:
The customer reported while using the ltv ventilator, it is alarming xdcr fault. The customer stated there was a patient on the ventilator when this issue occurred, the ventilator was swapped out for another ventilator with no patient harm or injury.